Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the lens. The lens was cleaned with lphse for further evaluation. The optic had a crack near the center of the lens. A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated product were indicated. The associated handpiece was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint of "lens did not unfold properly". A fold inspection was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the lens did not unfold properly when attempted to insert into a patient's eye. The procedure was completed the same day with another lens, same type, and diopter.